Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in thresholds and bipolar impedance. It was further reported that the patient was experiencing pectoral stimulation. The lead was capped and the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d). No patient complications have been reported as a result of this event.